Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged one day post implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported.